Event description:
It was reported that during the procedure, the device made a noise when 70% fragmentation was achieved, and the fiber fragmented and emitted a burnt smell. The procedure was completed using another of the different device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned device found that the fiber was broken, the connector was separated from the fiber body. In addition, media inspection of photos sent by the customer was performed. The photos shows that the connector separates from the fiber body. The reported complaint was confirmed, the returned fiber had a body break, the connector was separated from the fiber body. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The investigation conclusion code assigned is cause traced to component failure was assigned to this event.

Event description:
It was reported that during the procedure, the device made a noise when 70% fragmentation was achieved, and the fiber fragmented and emitted a burnt smell. The procedure was completed using another of the different device. There were no patient complications.

Manufacturer narrative:
The device was not returned; therefore, no product analysis could be performed. The complaint is confirmed based on media inspection. Photos sent by the customer show that the connector separates from the fiber body. The product record review (prr) results did not determine a probable cause. The device history record (DHR) indicated that the device met specifications prior to shipping. A labeling review was performed and based on the device instructions for use (IFU) stated that fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. It is likely that procedural conditions during setup or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Based on the available information, a conclusion code of cause traced to component failure was assigned, indicating an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the device made a noise when 70% fragmentation was achieved, and the fiber fragmented and emitted a burnt smell. The procedure was completed using another of the different device. There were no patient complications.